Event description:
The device was used during a right upper lobectomy procedure. Reportedly, the staples did not fire properly. The surgeon applied another device and resected the staple line. The patient's status is satisfactory.